Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I am in need of some assistance as one of my customers have advised of a catheter malfunction. The needles are not retracting.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of slow needle retraction was confirmed and the cause appeared to be manufacturing related. Three 24g insyte autoguard units were received in sealed packaging from lot 4298111. A functional test showed that the retraction time exceeded the specification for one of the three returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.